Manufacturer narrative:
During the on-site visit, the territory manager (tm) could not duplicate the reported issue. Tm adjusted bed center position, as a preventative measure, and successfully completed a system verification. Root cause could not be determined, as the device was found to operating to specifications. (B)(4).

Event description:
Technician reported pt bed did not move to the right eye. Upon f/u communication technician started that the bed movement issue was intermittent and did not affect any of the procedures, and there were no pt issues.